Event description:
Initial report was reported by a consumer to our local affiliate. Initial and follow-up info were received on 08/12 and 08/28/2009 respectively, were processed together. This case involves a pt who started therapy with poly-l-lactic acid (sculptra) 2 vials sc one month ago for cosmetic reasons. Three weeks ago, the pt noticed a small lump in the periorbital area. Event outcome and corrective treatment given if any were both unk. Therapy with poly-l-lactic acid is ongoing. No further info expected since the reporter did not wish for her health care professional (hcp) to be contacted. A ptc (pharmaceutical technical complaint) has been initiated. It revealed: brr (batch record review) without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in foreign country. The review of the dhrs (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for follow-up info received on 09/01/2009: the physician reported that the pt received two treatments of poly-l-lactic acid, one vial two times in 2009. In the following month, the pt developed small lumps under her eye in the infraorbital area which is ongoing.